Event description:
According to the information received, a patient had a successful pulmonary arteriovenous malformation (pavm) procedure and a 16mm amplatzer vascular plug ii (avp2) was implanted. Two days after implant, the patient's condition worsened due to a pulmonary aneurysm. The patient reportedly passed away due to an aggressive form of cancer.

Manufacturer narrative:
During manufacturing, these devices underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the medical records and images were not provided. The cause of the patient death was reported to be from an aggressive form of cancer and not device related.